Manufacturer narrative:
The service rep replaced the cinde hard disk. This corrected the problem. Tested, system operates as intended.

Event description:
Customer reported system will not acquire cine runs. There was no pt involvement.